Event description:
After an injection of optiray 300, pt complained of itchy throat, lars, warmth and nausea. Pt was treated with benadryl, epinephrine and solumedrol. Pt was brought to the ER and admitted.